Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator inadvertently did not clamp the saline line prior to starting treatment resulting in blood backing up into the saline bag. The operator replaced the saline bag and continued treatment, resulting in an estimated blood loss of 70cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to user error as the operator did not follow the instructions per the user's guide to clamp the saline line prior to pt connection at the start of treatment. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No add'l info will be provided.